Event description:
The implant was removed due to an infection. The type and cause/source of the infection are unknown. The implant is shipped non-sterile and sterilized at the hospital/healthcare facility according to the instructions for use. There are no sterilization, pathology or surgical records available at this time. The implant was discarded after removal.